Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip broke. The broken tip was retrieved from the patient and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). The device manufacture date is not known lot number was not provided and product was not received in original packaging. Alleged failure: individual parts of the tip dissolved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. The broken tip was retrieved from the patient and the surgery was completed successfully.